Event description:
It was reported the asymptomatic patient presented for in-clinic follow up. Upon device interrogation, it was observed the right ventricular lead exhibited low defibrillation impedance. There was no intervention reported.